Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested and obtained. What is the procedure date? (B)(6) 2021. What date did the reaction occur on? (B)(6) 2021. Was there any medical or surgical intervention performed to treat the allergic reaction (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Not knowing the source of the rash, over a period of two weeks, while the rash continued to spread, I was given topical benadryl, tinactin antifungal spray, nystop powder, hydrocortisone cream 2.5% and finally, clobetasol. I also required 3 visits with an allergist for patch and prick testing to determine the cause of the allergic contact dermatitis and was prescribed 3 more drugs: cromolyn 100mg/5ml, ketotifen 2mg and montelukast 10 mg. If medication was required, please clarify if it was prescription strength. Yes. Can you identify the product code and lot number of the product that was used? No. Have you been exposed to prineo/dermabond or other skin adhesives during a previous surgery or wound closure? No. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a double mastectomy on (B)(6) 2021 and topical skin adhesive was used. The patient had a reaction post op at incision site that consisted of allergic contact dermatitis. It has been determined through her dermatologist that she is allergic to thiuram mix. No product will be returned. Additional information has been requested.